Manufacturer narrative:
Added 2017-failure to follow stepsb1: removed adverse event. H1: changed report type from death to malfunction. H6: changed patient code from 1802 to 2199, changed device code from 2682 to 2588.

Event description:
It was reported that the procedure was performed to treat a perforation in the saphenous vein graft to obtuse marginal. The 3.50x16mm graftmaster was deployed at 14atm but failed to seal the perforation and the patient died. Per the physician, the use of the rx graftmaster did cause or contribute to complications or adverse events. Additional information received after the initial was filed: the implanted stent was the only stent size available in stock which was too small and when it was post dilated, the graftmaster shortened in length. A 6x50mm non-abbott covered stent was deployed on the perforation with successful hemostasis. However, despite continued advanced cardiac life support for over 1.5 hours, the patient never regained a pulse and was declared dead. In the opinion of the physician, the use of this graftmaster did not cause or contribute to patient death in any way. The patients health was declining (toward death) prior to graftmaster use. The use of the rx graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in the saphenous vein graft to obtuse marginal. The 3.50x16mm graftmaster was deployed at 14 atmospheres (atm) but failed to seal the perforation and the patient died. Per the physician, the use of the rx graftmaster did cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported defective device appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, in the opinion of the physician, the use of this graftmaster did not cause or contribute to patient death in any way. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na